Event description:
It was reported that two weeks following the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient was hospitalized due to sepsis with pleural effusion and pericardial effusion, fever, weakness and a fall that resulted in a head laceration. It was noted the patient experienced a (B)(6) infection and the crt-d system was explanted. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.